Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's mood has been off over the past two months. Per the physician's assessment, the mood changes are related to stimulation and the patient had been referred for a replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the battery replacement had occurred d6b. If explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not provide the explant date f10 adverse event problem, corrected data: initial report inadvertently did not code 'f1905' h6 adverse event problem, corrected data: initial report inadvertently did not code 'b17' for type of investigation